Event description:
It was reported that customer's insulin pump alarmed during priming. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime, compromised force sensor test due to faulty fsr gold. There was no compromised force sensor alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads.